Manufacturer narrative:
The investigation determined that non-reproducible vitros amon quality control results were obtained on a vitros 5600 integrated system. There was no evidence that a reagent issue contributed to the event. An ocd field engineer replaced multiple instrument parts and performed adjustments to return the vitros 5600 integrated system to expected performance.the root cause of this event is an instrument related issue.

Event description:
The customer obtained non-reproducible vitros amon quality control results (biorad 5189= 103.3, 126.0, 180.2 vs. Expected 226.0 ¿mol/l) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no vitros amon patient sample results were processed during the timeframe of the event. There was no allegation of patient harm as a result of this event.(B)(4).